Manufacturer narrative:
Technical services received the initial report and explained to the lab professional she should follow her lab's procedure for injury and potential hazardous materials exposure.

Event description:
A lab professional splashed level 2, urinalysis control in her right eye on (B)(6) 2004 at 3 a. M.